Manufacturer narrative:
Approximate age of the device is 8 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has an ongoing driveline infection due to adherence issues with driveline care and maintenance. The patient is on chronic antibiotic suppression therapy. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient completed treatment with oral doxycycline on (B)(6) 2015 and the exudate decreased. The patient continues to be monitored by the infectious disease physician.